Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's user interface pcb and therapy pcb assemblies. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly determined the cause of the reported issue was due to corrupt memory on integrated circuit, designator u2. Physio-control further evaluated the removed therapy pcb assembly and observed that it cause the test device to not detect a defibrillation therapy cable and also caused the device to reset itself multiple times while booting up. The cause of the observed issue was determined to be a shorted transistor, designator q6.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control verified the reported issue and replaced the device's therapy pcb assembly. Physio further evaluated the removed therapy pcb assembly and found that it caused the device to not detect a defibrillation therapy cable and also caused the device to reset itself multiple times while booting up. As a result, defibrillation therapy may not be available, if it was needed.